Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The event was reported under the wrong MFR number initially. The event will now be reported under 0002648920-2019-00551.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information: upon reassessment of the reported event, it was determined to be not reportable. The event was reported under the wrong MFR number initially. The event will now be reported under 0002648920-2019-00551.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #00-7711-012-00, m/l taper femoral stem, lot #60968915; item #00-6200-056-22, trilogy acetabular shell, lot #61112444; item #00-8777-032-02, biolx opt hd/adpt, lot #2758521; item #00-6250-065-30, bone screw, lot #61119092. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02054-1.

Event description:
It was reported a patient underwent a tha right hip surgery. Subsequently, approximately 6 years post op the patient underwent revision surgery due to pain, elevated metal ions along with altr positive changes. Surgeon noted corrosion and discoloration of components changes during the procedure. Additional information was requested however, none was available.